Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff was used during an unknown procedure performed on (B)(6) 2022. It was reported that snare loop was unable to cut polyp when completely open.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff was used during an unknown procedure performed on (B)(6) 2022. It was reported that snare loop was unable to cut polyp when completely open. Additional information received on (B)(6) 2022 . The device was used to remove a 40mm polyp in the sigmoid colon during a colonoscopy procedure. The snare was securely attached to the active cord and there were no visible problems with the cautery pins. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block g2: this complaint has an attached maude report number mw5112822. Block h11: blocks a1, a2, a3, a4, block e1 (initial reporter's details), block h6 (impact code) have been updated based on the additional information received on december 6, 2022. Blocks e4 and g2 have been corrected.